Event description:
It was reported that 2 bd syringe 0.5ml 29ga 1/2in barrels were and leaked. The following information was provided by the initial reporter : the customer reported there was a crack near the scale on the barrel which caused leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-26. H6: investigation summary customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that there was a crack near the scale on the barrel, which caused leakage. The returned syringe was examined and exhibited cracks in the barrel ranging from the 42 unit marking to past the 50 unit marking, which could cause leakage. Unable to perform DHR check for leakage due to unknown lot number. Bd was able to confirm the customer¿s indicated failurecrack near the scale on the barrel, which caused leakage. Root cause for this defect cannot be determined.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone# : unknown. Initial reporter fax # : unknown. Initial reporter zip code : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 2 bd syringe 0.5ml 29ga 1/2in barrels were and leaked. The following information was provided by the initial reporter : the customer reported there was a crack near the scale on the barrel which caused leakage.